Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was received partially applied with ten remaining clips. Visual inspection noted that the collar under the shaft cover was bent. The jaws were misaligned. During functional evaluation, the handle was cycled, and the clip scissor. Due to the noted damage, further functional testing of the instrument was not performed. Note; the information for use states that if firing a clip over another clip or other obstructions may result in bleeding and/or leakage and may damage the instrument jaws. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. Replication of this condition may occur if the instrument is applied over an obstruction causing the jaws to misalign and damaging the component allowing the clips to eject from the device jaws unformed or malformed. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy procedure, the device was able to squeeze and fired, but the clips were not applied properly and did not lock on tissue. Another device was used to complete the case. There was no patient injury.